Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that they are continuing to have issues with recharging the implantable neurostimulator. It happens on and off most of the time. Patient is frustrated with the equipment and recharging. The patient was walked through passive recharge mode and reported seeing '99' for connection. After a few minutes, the patient was seeing the "recharging excellent" screen on the patient controller. It was verified that the patient controller battery level was at 90% charge and the implantable neurostimulator was in the red. It was suggested that the patient charge the implantable neurostimulator to complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having trouble getting the ins to charge. They had to charge twice per day and each time took an hour or an hour and fifteen minutes. Sometimes the controller would shut off and wouldn't do anything for a few minutes when the battery got below 50%. The patient had issues with charging since they had the ins. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the cause was determined, but they did not state a cause. The patient went to their pain clinic and they reset to charge every two days. So far the issue is better than it was. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had to recharge twice a day and "then it shut down for 45 min". A manufacturing representative (rep) made some changes and the issue was resolved. No further information was reported.